Event description:
Customer reported that red visual contamination was observed on the machine side of the pressure monitoring line of the system 1000 hemodialysis machine indicating the possibility of a blood leak. Contamination was reported past the internal transducer protector, up to the valve. The customer has been using infus blood sets from lot numbers 205053e and 205054e/c. There was no pt injury or medical intervention associated with this incident.